Event description:
This is a report by nurse from (B)(6) of break in aseptic technique and bacterial peritonitis with culture (B)(6) in a patient coincident with extraneal viaflex and physioneal 40, 2.27% therapies. On an unreported date in (B)(6) 2009, the patient began treatment with extraneal (2l, per day) and physioneal 40, 2.27% (2.5l, 4 times per day) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). It was reported that extraneal and physioneal were ongoing at the time of this report with doses not changed. On an unreported date, the patient experienced a break in aseptic technique (details not provided). On (B)(6) 2012, the patient experienced bacterial peritonitis manifested by cloudy effluent and abdominal pain. Per the nurse, the patient was not hospitalized for the peritonitis. On (B)(6) 2012, the patient started antibiotherapy with vancomycin (2g, according to serum levels) ip and ceftazidime (1g, per day) ip. On (B)(6) 2012, therapy with vancomycin and ceftazidime was ended. The nurse reported the outcome of the break in aseptic technique as recovered, stating the patient was re-trained in aseptic procedures in all his visits to the hospital (details and dates unspecified). Per the nurse, on an unspecified date, the patient recovered from the peritonitis event. The nurse considered the cause of all the events as not related to a baxter peritoneal dialysis solution or medical device. No further information was provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because it was reported as a break in aseptic technique by customer. The assignable cause was not determined. A labeling review was performed which found the labeling adequate for the prevention of the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports.